Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall alarms, consistent with a failure to infuse related to the motor component, and the user noted the issue began after opening a new box of supplies; therapy was restored after guided restarts and a complete supply change using a different lot, with a successful dry run and resumed insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the event aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.